Event description:
The event occurred in USA during treatment. It was reported that a patient presented in the (B)(6) center in (B)(6) on ECMO (25fr venous canula right side, 12 fr arterial cannula left side) on (B)(6) 2026 with edema, hypotension and shock. The patient had congenital cardiomyopathy, chronic afib with laa thrombus on home apixban. The patient was found to have group a bacteremia, pericardial effusion and was tamponading. The patient was placed on antibiotics and underwent pericardiocentesis, started on crrt due to worsening shock. The patient was connected to ECMO on (B)(6) 2026 and transferred on (B)(6) 2026. Around 8pm on (B)(6) 2026, the patient was found to be profoundly hypotensive and then went into pea arrest. No flow on the ECMO circuit was discovered and cardiopulmonary resuscitation (CPR) was started while hand cranking the patient. The pump stopped flowing eventhough there was rpm on the first cardiohelp console. The cardiohelp was replaced with a second one and hand cranking had to be continued as there was no flow on the second cardiohelp as well and CPR was continued. The pressure reading was over 400 out of range and no flow was displayed. At a ¿drastic¿ rpm there was flow that went through the hls and then it started working. Rosc was obtained after 25 minutes. The hls set was placed back on the second cardiohelp and is still working on the patient with a delta pressure of 14. A flow was able to get with flow 2.5 at 3500-3700 rpm. The po2 after the incident at 21:27 o clock was 366 at 3 of sweep with 100% fio2. On (B)(6) 2026, morning the po2 was 466 at 9:27 o clock. On the first cardiohelp there were alarms of arterial and venous bubbles being detected with no visible air in the system. On the second cardiohelp there was a large pressure jump at 4000 rpm and one liter of flow after the hand cranking solved the flow issue. The customer suggest that a possible clot was causing the issue. Following patient data was shared: patient is a 34-year-old female with 39kg. The patient was put onto ECMO due to a cardiogenic shock, hypertension, tamponade and a history of lv thrombus with following values: ef of 20, gas po2 at 466, vent at 24. The patient remains on the hls set/second cardiohelp. The customer is evaluating a cannula change to another side but due to the size of the patient the customer does not want to have both cannulas on the same side. As there was a no flow event and the patient required resuscitation, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.